Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. It was reported that intermittent power was observed since past month. Battery was changed, but it did not resolve the issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/06/2013 with the following findings: during investigation, a review of the pump history showed several unexplained pump reboots recorded in the black box. Evaluation revealed that the battery compartment was cracked. The threads on the battery compartment and cap were intact. There was no corrosion observed in the battery compartment or on the battery cap. The battery cap was able to be fully tightened to the pump. The battery cap measurement height and width were found to be within specifications. The pump¿s rewind, load, and prime steps were performed with no loss of power. The pump was exercised for 24 hours on a 1 unit per hour basal program with power loss. The pump was opened and no defect was found to the power circuits. The intermittent power issue was confirmed in the history but was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.